Event description:
It was reported that the bd precisionglide¿ needle leaked during use. There was no impact to the patient. The following information was provided by the initial reporter: liquid sprayed from the join where the needle connects to the orange tip.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle leaked during use. There was no impact to the patient. The following information was provided by the initial reporter: liquid sprayed from the join where the needle connects to the orange tip.

Event description:
It was reported that the bd precisionglide¿ needle leaked during use. There was no impact to the patient. The following information was provided by the initial reporter: liquid sprayed from the join where the needle connects to the orange tip.

Manufacturer narrative:
H6: investigation summary as a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined. H3 other text : see h10.